Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the out of specification purge pressure accuracy on ic1454 during pm was a purge pressure sensor malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of a service and repair activity, the purge pressure of an automated impella controller (aic) was found to be out of specification during section 12.2 of the preventive maintenance procedure. The measured purge pressure was 1520 mmhg, which was below the specified range of 1530 mmhg to 1657 mmhg. The purge pressure sensor was replaced. Following replacement, the purge pressure was measured at 1619 mmhg and met specification. The controller was subsequently shipped back to the customer. The issue was identified during preventive maintenance and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a141102 (increase in pressure) reported on the initial MDR was not applicable to the event and has been corrected to a07 (electrical/electronic property problem).